Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(6). The device has been investigated in our service laboratory at b.braun melsungen ag, germany: results: a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. The device shows some age-related signs of wear and tear, but no broken or badly damaged parts. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. A bolus could be promoted. While charging the device at a space-station the infusomat space shows a black screen and alarms audibly. The device history files were read out and analyzed. At (B)(6) 2022 there is no infusion entry. For this reason, the last infusion from (B)(6) 2022 was investigated. The history files do not show any abnormalities. The downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -4,43%. (Accuracy of set delivery rate should: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 2.6 during the investigation no faults could be detected. To investigate the inside of the device, it was completely dismantled. Between the housing lower part and the emc plate was some liquid residues. Furthermore, there are liquid residues at the mainboard. 3. Judgment: 3.1 the complaint could not be confirmed. A delivery rate deviation could not be detected. However, liquid residues on the mainboard could be detected. The black screen is due to the liquid. A deviation of the delivery rate could not be detected during the test.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(4) sales organization in (B)(6): "underinfusion". "We have recently been experiencing problems in our chemo unit with infusomat pumps under infusing. This has happened a few times over the last month with 2 more incidents today, I have attached the event histories of the 2 pumps. In all the incidents the pumps are indicating the vtbi has been completed but there is fluid left in the bag. This is very concerning as the pumps have been used within the unit for more than 10 years so the staff are very experienced in using them."